Manufacturer narrative:
Awaiting return of product for evaluation.

Event description:
Per complaint - sometime during the distraction period, the threaded rod / anterior plate assembly broke on the right side, and did not distract further left side distractor functioned without problem. Product explanted. Awaiting return for evaluation of root cause.